Manufacturer narrative:
Evaluation summary: the defect ccd replaced. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image disturbance, ccd defect. This event occurred at the time of during inspection. There was no report of patient harm.